Manufacturer narrative:
The device was returned for analysis. The reported failure to deploy was not confirmed as not all components were returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that closure of an unspecified access site was attempted using a prostyle device related to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, the device misfired [failed to deploy]. Hemostasis was achieved through an unspecified method. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.